Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation of the pulse generator, inappropriate episodes of auto mode switch due to competitive atrial pacing were observed. It was noted that the episodes occurred when the patient may have been exercising. The device was reprogrammed. The patient would be monitored with routine follow-up. No patient symptoms were reported.